Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's sensor reading was 110 mg/dl while his blood glucose was actually 50 mg/dl. The customer did not mention treatment of the low blood glucose; however, he stated that he was doing well overall. Troubleshooting was declined. The insulin pump was not returned for analysis.